Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
\It was reported that a large volume folfusor underinfused fluorouracil medication during infusion. The expected therapy time was 24 hours, however there was still fluorouracil remaining in the reservoir after infusion (at approximately 30-50% of its volume). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d10: change to fluorouracil, (remove an unspecified medication, as previously reported). Additional information was added to h4, h6, and h10. H4: device manufacture date ¿ the lot was manufactured between february 10, 2023 ¿ february 14, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.